Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing unknown baclofen (did not ask mcg/ml at did not ask mcg/day) via an implantable pump for unknown indications for use. It was reported that the healthcare provider (hcp) was asking about scanning while alert and oriented, the hcp stated that the patient had altered mental status. The patient was usually alert and oriented. The patient went to the emergency room (ER) with symptoms as of 2024-09, a company representative (rep) will be present to check the pump after and magnetic resonance imaging (MRI) of the brain. It was unknown if the pt is due for refill. Redirected to find out managing dr as that was not known at time of call. Pt normally resides in nursing home. Additional information was received a healthcare provider (hcp) via a company representative (rep) stated that the patient was having withdrawal and seizures. The healthcare provider (hcp) requested a company representative (rep) again. The agent discussed magnetic resonance imaging (MRI) labeling with the hcp and fact that emptying the reservoir and stopping the pump was not recommended. He was unsure all that happened. The agent discussed the managing physician and faxed a copy of the emergency itb withdrawal procedure. The agent redirected the hcp to a national answering service (nas) to page a rep. Additional information was received a healthcare provider (hcp) via a company representative (rep) stated that the pump reservoir was not emptied, and the pump was not stopped for the magnetic resonance imaging (MRI). The company representative (re) stated that the same day, the patient had the MRI and interrogated the pump. The motor stall had recovered. The rep stated that the patient was refilled and supported by a nurse. Additional information was received a healthcare provider (hcp) stated that the patient¿s symptoms and hospitalization were not related the pump or therapy. However, the recovery date and time for the stall was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.